Event description:
It was reported that 5 days after implantation of a 3.0x20mm taxus express2 drug eluting stent, an in-stent thrombosis occurred. During the initial procedure, the target lesion was located in the mid left anterior descending artery (lad). A pre-intervention stenosis of 90% with timi grade iii was reported. It was not reported that the lesion was pre-dilated. A 3.0x20mm taxus stent was deployed in the mid lad in the region of the lesion. It was not reported that the stent was post-dilated. A post-intervention residual stenosis of 0% with timi grade iii flow was reported. The patient received plavix before; heparin and integrilin during the procedure. Procedure results were noted to be "excellent." No information concerning the patient's condition was reported. The patient presented 5 days after the initial procedure with an anterior myocardial infarction and a 100% in-stent thrombosis in the mid lad. Timi grade flow was zero. Angioplasty was performed on the lesion using a 2.5x12mm voyager balloon. A 3.0x28mm cypher stent was deployed at 14 atm in the mid lad. It was reported that post-intervention "final images showed no significant residual stenosis in the mid lad with normal flow to distal lad and no evidence of dissection." Timi grade iii flow was noted after the procedure. The patient received heparin and nitroglycerin during; and plavix after the procedure. The patient was noted to be hemodynamically stable without chest pain post-procedure.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. Should further relevant information become available; a supplemental medwatch report will be filed.